Manufacturer narrative:
The insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify low battery alert and failed battery test alarm due to blank display.

Event description:
The customer reported via phone call that the insulin pump had received the low battery alarm. The customer¿s blood glucose level was unknown. The customer reported that the last three weeks she has been receiving a low battery alert and she will get a battery failed and she will finally get it to work. The troubleshooting was performed for low battery. The insulin pump will not be returned for analysis.